Manufacturer narrative:
The ge service rep performed an onsite investigation. The hard drive was replaced and the system software was reloaded. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not boot up. No pt injury was reported.